Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the following lead /device models: 4951, 4965, 6917, 4068, 4568, 5071, 4024, isp 13 f6, minix8341, kappa, enertrax, and minuet 7108. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿twenty years experience with pediatric pacing: epicardial and transvenous stimulation.¿ european journal of cardio-thoracic surgery 17 (2000) 455-461. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems. The article reported that there were patient deaths referenced. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event, and the cause of death has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿twenty years experience with pediatric pacing: epicardial and transvenous stimulation.¿ (B)(6) journal of cardio-thoracic surgery 17 (2000) 455-461. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the journal article had hypothesized that two deaths were most likely related to a dysfunction of the epicardial pacing system. One of these patients experienced ventricular fibrillation (vf) intra-operatively and post-operatively and so a sensing defect was assumed. The second death was suspected to be related to a pace system dysfunction. Appropriate follow up attempts were made, but no response was received.